Event description:
The customer reported via phone call that he had experience low blood glucose in the 40 to 49 mg/dl range when he had food poisoning. Customer was having issues with sensor accuracy, also, and stated, the sensor read 60 mg/dl while his blood glucose was 120 mg/dl. The customer declined to be transferred for further assistance and he will not be returning the sensor for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.